Manufacturer narrative:
(B)(4). No sample. Tech threw it out in the sharps container. A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Dr. (B)(6) was putting in a set screw and it cross threaded. He tried to final tighten the set screw and it shredded. He pulled the set screw, then picked out a couple pieces of metal. The patient was about 100mm deep in the posterior spine and he said he didn't have a good visualization of the set screw. He used the flex clip and the threaded reducer and felt it was off, but turned it anyway. He doesn't think it was a prods failure as much as operator error. He pulled the set screw and put a new one in. Per complaint form: dr. (B)(6) cross threaded the set screw. He wasn't sure that he did, but when he tried to final tighten, the set screw sheared. All metal was cleaned up and removed.